Event description:
Event description cpi received information that a low lead impedance resulted in the implantable cardioverter defibrillator (ICD) failing to defibrillate the patient on the first shock. The ICD and lead system was removed and replaced.